Event description:
Customer reported that a patient presented with a wound dehiscence 9 to 12 days following an unspecified surgical procedure. The customer commented that the suture prematurely absorbed, however, the suture strand was explanted and the patient was reclosed.

Manufacturer narrative:
Conclusions - a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusions can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.